Event description:
Shortly after beginning circulation of chemotherapy solution via belmont hyperthermia pump, I noticed a leak coming from the bottom of the floor of the device. I promptly notified the surgeon and stopped the infusion. Upon opening the pump door which houses the disposable heat exchanger, I observed a leak at the connector portion about the heat exchanger ring. Realizing there was no way to fix the disposable, I alerted the surgeon that the heat exchanger portion would need to be replaced, to which she agreed. I cleaned the leak-contaminated areas per the protocol and replaced the damaged heat exchanger with a new one of a new lot number in a sterile fashion. We then restarted reinfusion and experienced no further issues.